Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the customer reported that the personal profiles had been deleted after the malfunction, the touchscreen was unresponsive and flashing blue, and multiple occlusion alarms occurred. The customer's blood glucose was 83 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction and touchscreen issues were verified; however, the settings and occlusion issues could not be verified.